Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable of the system controller was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days (19apr2023 ¿ 20apr2023, 03may2023 per time stamp). Events occurring on 03may2023 took place during testing at abbott. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 16:47:48. There were no other notable events active in the log file. Pump operation was not affected. The system controller was returned for analysis and upon initial observation, superficial jacket damage was observed on the white power lead. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to a mock loop and was found to operate a pump for extended operation with no issues. The white power lead was stripped to assess the damage, and it was determined that the damage was superficial. There was no damage to the underlying wires. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cable on the patient's system controller was found to be damaged. There were no alarms related to the damage, but the system controller was exchanged because the internal wires were exposed. It was noted that the patient did not know where the damage came from.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.